Event description:
While troubleshooting for a low hemoglobin issue while running qc with the customer technical support (cts), the customer noticed a pool of blood below the needle assembly of a beckman coulter lh 750 hematology analyzer. With the help of cts, the customer had observed that the vent line below the needle assembly was not connected. The customer stated that the needle assembly had been replaced by co-workers in attempts to troubleshoot low hemoglobin recovery with qc. Cts requested that the customer turn off the instrument and reconnect the vent line onto the needle assembly properly and to reposition the sleeve. Cts also had the customer run deionized water through the line and no further leaks were observed. Reconnection of the vent line had resolved the leak.

Manufacturer narrative:
Evaluation codes - conclusions code - (other): the leak might have been caused by a user error when the customer replaced the needle assembly. Issue was resolved by reconnecting the vent line onto the needle assembly. (B)(4). Evaluation was done over the phone.